Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of a damaged liquid crystal display was confirmed during product evaluation. The assignable cause was determined to be lines on the main display as a result of a defective main display. The main display was replaced to correct the reported condition.should additional information become available, a follow-up medwatch will be submitted.

Event description:
A baxter (B)(4) service technician reported a colleague infusion pump with a "damaged lcd display". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.